Event description:
It was reported by the rep that during the surgical procedure upon firing the device some of the staples did not form along the left side of the cut line. The staple line was oversewn and the case continued. There was no patient consequence.